Event description:
It was initially reported that the pt's lead was replaced due to a lead discontinuity, but no further details were made on the issue. The generator was also replaced at that time due to eos. Both the explanted lead and generator were returned to the manufacturer for analysis, which has yet to be completed. Last known diagnostics available in the manufacturer programming history database were within normal limits. Good faith attempts to obtain add'l info have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a death or serious injury.